Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 pockets were failed. The field service engineer (fse) launched the hardware test application and ran final tests on drawers 2.1 and 2.2 in the auxiliary unit, both of which passed with no failures reported. After rebooting the station, drawers in the full-height drawer 5 in the main unit showed failed pockets a1, b3, and d1. The fse guided the customer to power cycle the station. Upon restart and software reload, no failed pockets were reported via the medication application. The fse verified drawer functionality using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.